Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that telemetry showed elective replacement indicator (eri) on (B)(6) 2021 which was 3 months after implant and was considered premature. The device settings were: 10.5 v, 300pw, 80 hz. The patient had to increase amplitude to 10.5v in order to have pain relief. Device longevity was calculated using 500 ohms, 740 ohms, and 1,000 ohms as the group impedances were not available: 500 ohms - if the parameters and impedances remain the same and if the ins is used 24 hours a day, we expect the ins to reach the end of service (eos) in ± 4 months. 740 ohms - if the parameters and impedances remain the same and the ins is operated 24 hours a day, we expect the ins to reach eos in ± 6 months. 1000 ohms - if the parameters and impedances remain the same and the ins is used 24 hours a day, we expect the ins to reach eos in ± 7 months. Surgical intervention was planned but no date was set. The patient was alive with no injury.